Event description:
2000: first esophacoil stent implant for cancer of esophagus. 11/2000: report to distributor that stent fractured in 2 pieces. One remained in the esophagus and one piece migrated into stomach. Only medical action detailed is new stent to be placed. 11/2000: report from distributor to manufacturer. 2001: distributor reported second place stent also fractured in two locations. 10 months post implant pt had died from pneumonia. 8/2001: report by physician to mda that pt had emergency surgery to remove stent piece that had migrated from stomach into bowl causing obstruction at an inguinal hernia. Physician states, "patient on antireflux therapy since stent placemen."